Event description:
The dentist reported that the abutment screw loosened 9 months post-restoration. The patient has been scheduled to replace the screw.

Manufacturer narrative:
Visual inspection of the as received product identified general signs of usage around the shank and the threads. There screw had noticeable wear around the hexes but did not appear to be stripped. The screw functioned as intended when tried with a compatible internal connection abutment and implant during functional testing. The complaint was not verifiable, as the event is referring to loosening and the exact details of the device usage could not be replicated. The lot number provided for the iunihg screw was incorrect. The customer was unable to provide the correct lot number during a follow-up. The lot number of the abutment screw was not provided; therefore, a device history record review could not be completed. A definitive root cause has not been determined. Date of this report; date received by manufacturer; add follow up type; device evaluated by manufacturer: change ¿no¿ to ¿yes¿; add evaluation codes. Correction: lot number changed to "unknown" (B)(4).